Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No excessive no delivery alarm noted. Device was programmed with several boluses and monitored. All boluses delivered. No bolus anomaly noted. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Device was not delivering insulin. Customer's blood glucose was 551 mg/dl. Halfway through troubleshooting, customer wanted the device replace. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.